Event description:
It was reported that after the implant of the right ventricular (rv) lead, when the patient was in the post anesthesia care unit (pacu), the lead was not capturing. The patient is pacer dependent and had to be transcutaneously paced. Fluoroscopy showed the lead had moved from its septal position to just floating in the rv. The lead was repositioned and remains in use. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013-(B)(6). (B)(4).